Event description:
Foley catheter leaking somewhere in tubing, thought to be at the connection site (where rubber meets plastic tube, seal intact, had not been altered. Foley was removed by nurse and replaced. The original packaging at time of insertion (day before) was not saved so there is no exact lot# but notified manufacturer with the product#. No harm to patient.